Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had experienced a low blood glucose level. The customer's blood glucose level was 50 mg/dl, 330 mg/dl and 80-90 mg/dl. The customer was treated with bolusing with the pump and changing the infusion set and manual injection. The customer declined troubleshoot of the low blood glucose levels. The customer was advised pump will need to be replaced due to missing serial number label. The insulin pump will not be returned for analysis

Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test. Unit had missing serial number label, minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer.